Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. The patient felt ill, faint, and experienced a dry mouth. She asked her husband to take her to the emergency department (ed). At the ed, a bg was performed which was over 800 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and ruled out kidney failure. She was admitted to the hospital, treated with insulin and released 8 days later. At the time of the report, the patient was recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.